Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify and duplicate the reported issue. It was observed that the power pcb to therapy pcb cable was not properly seated on the power pcb. The cable was seated properly to solve the reported issue. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device does not power on. This issue may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.